Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) evaluated the iabp and replaced the dispaly monitor to video gen board kit to address the display issue. The fse performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down and the screen display turned white before turning off the unit. Additionally fault code 111 & 112 occurred. There was no harm or injury to the patient and no adverse event was reported. This submission is for the reported display issue. A separate report will be submitted for the fault code 111 & 112.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) was dispatched to evaluate this unit and after investigation the fse replaced the display monitor to video gen board kit. The required tests and calibrations have been carried out. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down and the screen display turned white before turning off the unit. Additionally fault code 111 & 112 occurred. There was no harm or injury to the patient and no adverse event was reported.